Event description:
It was reported that several months post implant the pacemaker had migrated away from the original subcutaneous pocket. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 4195 implantable tachy lead 2012 (B)(6). (B)(4).